Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: 2(B)(6) 015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving lioresal (500 mcg at 80 mcg) via an implantable pump for intractable spasticity. It was reported that the patient's parents indicated that their son was not getting as much relief. The healthcare provider (hcp) suspected a kink in the catheter. It was unknown if there were external factors that contributed to the event. The hcp did not get cerebrospinal fluid back during the patient's end of life pump replacement, so they replaced the catheter. They explanted only part of the old catheter, so the other half remained in the body. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. The event date was (B)(6) 2021.